Event description:
Customer reported a past low blood glucose event with a recorded level of 46 mg/dl. Low bg cause was not known. Customer took immediate action was taken by consuming carbohydrates. Customer was advised by technical support to consult with a healthcare provider to discuss possible factors affecting blood glucose levels.